Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had two non-sustain ventricular tachycardia (nsvt) events logged with noise on the competitor lead. No harm to the patient. It was noted that the noise was believed to be myopotential. The patient also uses a tens unit for pain, but not all times could be correlated to the episodes. The patient will return on the next routine fu to re-access the non- sustained episodes. The patient is stable.